Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the display screen was cracked. The pump booted on with audio and vibration, but the display was blank. The pump cover was opened and the display was found to be cracked. The display screen was replaced with a test screen and the pump booted on with a normal contrast. The test screen was used to complete the investigation. Unrelated to the original complaint, the battery compartment was cracked. The returned battery cap was able to fully attach to the pump and was used to complete all testing. Also unrelated, there was internal moisture observed inside the pump when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked; the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.